Manufacturer narrative:
The device was evaluated, and no defect was found.

Event description:
It was originally reported that the stretcher caught fire and that no one was injured in the fire. An update clarified that the stretcher started to smoke, and there was a smell of melting plastic, but no actual fire. Upon inspection, there was no evidence of fire, smoke, melted components, or any signs of similar damage. After investigation, no defect was found for the device. The originally reported hazard could not be duplicated, and no signs of the originally-reported issue were present.

Event description:
It was reported that the stretcher caught fire. It was further reported that no one was injured in the fire. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.